Event description:
This pt with a history of breast cancer, recently complained of pain at their port site. The pain did increase when the port was used and the nurses noted some trouble when accessing it, but there were no signs of infection or leakage. An x-ray was done in 4-2001 but there was no obvious problem. Due to the pain and some edema, the port was removed on the event date and replaced with a new one. The pt tolerated the procedure well and was discharged home on the same day.